Manufacturer narrative:
(B)(4). The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. A follow-up report will be filed if additional information is received. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer reported to baxter that the insert site of the transfer set was disconnected, after 7 days of use. There was patient involvement but no patient injury or medical intervention.

Manufacturer narrative:
(B)(4). Upon further review, it was found that this report is duplicate of report 1423500-2012-03904. All the necessary information and evaluation will be addressed within report 1423500-2012-03904.